Event description:
Hcp reported the patient had noticed an increase in pain in their back and legs. A CT myelogram demonstrated a catheter break at the l2-3 level with an l2-3 to t12 intrathecal catheter fragment retained. The patient had surgery in 2001 for pump and catheter revision and had the old catheter fragment removed. Patient was seen in the office in august 2001 and was determined to be stable post operatively.